Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported thrombosis could not be determined. Additionally, thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After the steerable guide catheter (sgc) was inserted into the patient, a clot in the right atrium was observed. Medication was administered and the procedure continued. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.